Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access hypersensitive htsh reagent was returned for evaluation. The customer was advised to send the patient's sample to the beckman coulter complaint handling unit (chu) for evaluation. The marseilles chu received one (1) sample for investigation. The patient's sample was analyzed utilizing the access hypersensitive htsh assay on the access 2 immunoassay system (serial number (B)(4)). The marseilles chu obtained one (1) elevated result and confirmed customer's results. Further testing of the sample, with animal derived blocker proteins, decreased the sample's signal causing a decrease in the access hypersensitive htsh result by approximately 80-85%, confirming the presence of a patient source interferent related to heterophilic antibodies. (B)(4). In conclusion, the cause of the elevated access hypersensitive htsh results is due to a patient source interferent related to heterophile antibodies.

Event description:
The customer reported obtaining reproducibly elevated thyroid-stimulating hormone (access hypersensitive htsh) results on the two laboratory's unicel dxi 600 access immunoassay systems (serial numbers (B)(4)) for one patient. Due to these elevated access hypersensitive htsh results the patient has received a therapy (euthyrox) so there was a change in the patient's treatment. The customer finally questioned the elevated access hypersensitive htsh results so the laboratory analyzed the patient's sample on an alternate methodology (the immulite clia manufactured by siemens) and obtained a discordant, lower result within that assay's normal reference range. To troubleshoot, the customer added some peg (polyethylene glycol) to this patient sample prior to testing in order to try to block potential interferences but the access hypersensitive htsh assay gave a more elevated result so the customer sent the same patient's sample to beckman coulter complaint handling unit (chu) for additional testing. Calibrations, quality controls and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.